Event description:
It was reported that the pt experienced multiple pump motor stalls and recoveries noted in the pump event logs starting on (B)(6) 2011. Audible alarms were also noted. Emi sources were reviewed; determined "nothing present" and no recent MRI exposure. The pt was admitted to the hospital due to gastroenteritis; no report of drug withdrawal or symptom return. The pump contained hydromorphone; clonidine and bupivacaine. Treatment options were being considered. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).